Event description:
(B)(4).

Manufacturer narrative:
Based on the events as reported, the surgeon did not follow the instructions for removal as prescribed in the IFU. The risk manager stated that the facility considers this to have been a user error and not a device related event.